Event description:
It was reported that during preparation, the scrub tech removed the stylus of the 3.5 x 15 mm multilink vision stent delivery system. The device was advanced into the patient anatomy to the target lesion. The balloon of the stent delivery system (sds) was inflated; however, it was noted that the stent was not on the balloon. The sds was removed without resistance. The stent had dislodged outside the patient anatomy prior to advancement and was found on the back table where the device had been prepped. A second same size multilink vision stent system was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps. The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the rx vision instructions for use states: prior to using the rx vision stent delivery system, inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.